Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent called and reported that the buttons on the insulin pump were not working and the device froze up. The customer also received weak battery and battery out limit alarms. Customer's blood glucose was 144 mg/dl. It was stated there were no significant events leading to the keypad issues. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No frozen screen noted. The insulin pump was received with normal operating currents and no unexpected off no power, weak battery, battery out limit, low battery or failed battery test alarms noted. The insulin pump had an intermittent button response due to flattened act buttons dome switch. The insulin pump had minor scratches on lcd window, cracked case at display window corner, cracked reservoir tube lip and stained end cap sticker.